Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro stopped cauterizing during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away at the center of the hot jaws. The heater wire remained attached at the tip and base of the hot jaws. Char and tissue buildup were observed on the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. No visible defects were observed to the toggle. We were unable to observe any electrical issues for the complaint unit during our testing. The reported failure mode "failure to cut" was unable to be confirmed, but the analyzed failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro stopped cauterizing during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.